Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and exhibited no capture. The right ventricular (rv) lead also exhibited increased thresholds. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.